Manufacturer narrative:
Information was received via published literature. Please reference literature at the following address: www.ncbi.nlm.nih.gov/pubmed/19876874. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 19 stems were implanted in varus.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The part and lot numbers of the products is unknown; therefore the device history records and complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the device were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant patient specific medical history is unknown. The surgical technique instructions with the recommended curved awls and rasps are not likely to lead to the high rate of component mal-alignment when followed. A definitive root cause cannot be determined with the information provided.